Manufacturer narrative:
The reported field event of inappropriate therapy was confirmed via review of stored electrograms. The device was tested using automated test equipment and some anomalous test results were detected due to a battery voltage near eos. The output circuitry was damaged during testing. The device was tested on the bench and no anomaly other than the damage occuring during bench testing was observed.

Event description:
It was reported that the device delivered inappropriate therapy for afib with rfr. The device detected the rhythm as svt. The rate sped up into the vf zone and delivered therapy. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.